Manufacturer narrative:
The issue was resolved by the customer loading a new reagent pack onto the analyzer. The investigation is ongoing.

Event description:
There was an allegation of calibration and qc issues and questionable elecsys hcg + beta test system results. The issue began with a new reagent pack loaded (B)(6) 2021. Patient 1 initial result was 20.11 iu/l with a data flag. The repeat results were 28.43 iu/l. With a data flag and 25.37 iu/l with a data flag. Patient 2 initial result was 0.586 iu/l. The repeat results were 2.96 iu/l and 0.854 iu/l. Patient 3 initial result was 0.275 iu/l. The repeat result was 12.54 iu/l with a data flag. With a new reagent pack, the repeat results were <0.100 iu/l and <0.100 iu/l. The questionable results were not reported outside of the laboratory. The customer used cobas e411 disk analyzer serial number (B)(4).

Manufacturer narrative:
The field service representative performed general maintenance including cleaning and replacement of several parts. Analyzer performance testing was acceptable. The sample draw volume was too low for at least two samples which could cause severe sample quality issues. The investigation did not identify a product problem. The cause of the event could not be determined.